Manufacturer narrative:
Analysis received the unit with blank display when button pressed, anomaly isolated to the lcd board. Analysis unable to confirm button response anomaly complain due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.